Event description:
The programming system was returned to the manufacturer and underwent analysis. Upon analysis, no anomalies were found with any of the elements of the programming system.

Event description:
It was reported that the physician wanted a new programming system as his handheld is less sensitive to touch and the battery does not hold a charge for very long. The wand batteries also do not last as long. Physician indicates that the system will interrogate vns devices, but sometimes takes multiple tries. The problem began (B)(6) months ago. A manufacturer representative went to the physician's office to perform troubleshooting and could not duplicate the problem. A replacement programming system was provided. Product return has been requested, but product has not been returned to date.

Manufacturer narrative:
.